Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition was not confirm, and the problem was not reproduced by service. However, service indicated that a battery issue was found, which will be captured as the as determined problem code. On direct current power, the unit would not turn on, and the problem was found to be a defective main battery. The main battery was replaced to correct the problem. Additional information: a service history review revealed no previous service events were related to the reported condition. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. A follow-up report will be filed if any additional details become available.

Event description:
The facility reported a flo-gard infusion pump with an unknown malfunction. It is unknown when this condition occurred. The quality engineer later assigned the defective main battery to be the as determined problem. According to the hospital representative their was no patient involvement. No patient injury or medical intervention had been reported related to the device. No additional information is available.